Event description:
It was reported a patient underwent right knee a two-stage revision for infection. Approximately seven months later the patient began to have intermittent pain and swelling. Two years and five months later the patient reported an increase in pain and was prescribed physical therapy. All implants remain in place.

Manufacturer narrative:
(B)(4). D10- medical product: persona femur cemented plus right size 7+, item# 42504606212, lot# 64767893. Persona stem ext straight spld uncemented 16mm dia +135mm l. Item# 42560113516, lot# 64783575. Persona femoral distal augment cemented size 7, 7+ 5mm. Item# 42556606205, lot# 64859431. Persona tibia fixed cemented right size d, item# 42542006702, lot# 64565801. Persona stem ext 3mm offset spld uncemented 12mm dia +135mm l. Item# 42560313512, lot# 64675872. Persona articular surface fixed bearing (cps) right 16mm. Item# 42522600516, lot# 64647943. Persona tibial central cone size medium, item# 42545000512, lot# 64680480. Nexgen complete knee solution trabecular metal std patella. Item# 00587806532, lot# 64227939. Unk palacos cement. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-01318. No products were returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Office notes were provided and report pain, swelling and trouble ambulating. The patient also reported fall on ice. X-rays taken during visit state no periprosthetic fracture and implants are well positioned. X-rays reviewed over two months during which shows a stable appearance of revision components. The patient reports increasing right knee pain resulting in physical therapy. Review of the device's history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.